Event description:
This customer reported that the AED mode algorithm advised two shocks for arterial fibrillation. They believe that the device should not have advised a shock. There was no impact to the involved pt.

Manufacturer narrative:
The factory has not yet rec'd device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.